Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm low flow hazard alarms, and a specific cause for the reported alarms could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that log files were not available for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flo. Section 4 of the IFU, "heartmate touch communication system", describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, "alarms and troubleshooting" outline system controller alarms, as well as the appropriate actions associated with them. Section 6, "patient care and management" (under "anticoagulation"), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hyperacute chest pain followed by rapid hemodynamic collapse, bilateral device low flow alarms with drainage insufficiency, and rapidly increasing sanguinous chest tube output. It appeared that this was most consistent with acute hemorrhage, likely intrathoracic. Isotonic crystalloid bolus was immediately ordered and administered in an effort to restore device flows. Left ventricular assist device (lvad) speed was briefly reduced to evaluate for and address possible "suck down" event. Heparin infusion was immediately discontinued. Despite volume administration, the patient continued to have deteriorating mean arterial pressure (map) and flows could not be increased on either device. The patient was then converted to venopulmonoarterial extracorporeal membrane oxygenation (ECMO), however, effective venous drainage could not be achieved.the patient passed away on (B)(6) 2026. The cause of death was major bleeding. The outcome was not device or therapy related.